Event description:
It was reported that the 9800 sys intermittently has a communication error failure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The strapping on the isolation transformer on the workstation was reconnected. The x-ray controller dc voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.